Manufacturer narrative:
This event occurred sometime in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter issue with a 250 ml exactamix container. There was dirt on the fill port. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with naked eye and microscopic inspection identified evidence of particulate matter adhered to the inner lumen and rim of the fluid pathway. The larger particle was found to be consistent with acrylonitrile butadiene styrene (abs) material with diethylhexylphthalate (dehp) through fourier transform infrared (ftir) analysis. The coloration of the particles and observed features in the spectra are indicative of thermally degraded abs, with dehp present. It is unknown what caused the abs material to thermally degrade. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.